Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 250 mg/dl. Customer¿s high blood glucose level was 458 mg/dl at the time of the incident. Customer¿s current blood glucose level was advised as 379 mg/dl. Customer stated that they were new to pump and cannot seem to get blood glucose lowered. The product was not returned for analysis.